Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) to ask about the magnet rates for this patient's model #l301 device. The hcp reported a magnet rate of 85 ppm which would indicate elective replacement indicator (eri). Ts commented that a magnet rate of 85 ppm would not be expected from this recently implanted device. Ts discussed the possibility that the patient was given the explanted device and that this device was being used. The hcp was planning to discuss this further with the implanting physician. The local representative had no information concerning the call from the hcp or where the hcp was calling from. The device following physician had just seen the patient in-clinic for an incision check 3- days prior to the hcp call to ts. The device performed normally at that time. The device following physician has not been contacted since that time with any reported device-related issues.